Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good-faith effort to get further information regarding patient and procedure outcomes. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot-switch was unable to trigger exposure. Upon troubleshooting, fse found that the wired foot switch pedal was defective. To resolve the issue fse replaced wired foot pedal. The defective wired foot-switch was returned to philips for failure analysis. The analysis revealed that one of the connector's locking pins was broken, and two anti-split rings were missing. Function and system tests confirmed that the cable was operating intermittently, and the cause of the failure was found to be a damaged cable. After replacement of the wired foot pedal, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.